Event description:
The patient underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The patient experienced increased pain and a headache. Patient underwent replacement of the device in 2000 after an intrathecal mass at t8-9 was diagnosed with MRI and CT myelogram in 2000. The patient underwent removal of the fibrous mass in 2000. Operative report described the mass as a fibrous and noninvasive tumor at t8-9. Pathology findings are unknown. The patient currently has lower extremity spasms, paresthesia, exacerbation of severe leg pain, depression, and is continuing in rehabilitation.